Manufacturer narrative:
Product analysis conclusion; the reported difficulty to remove and subsequent inaccurate delivery event were confirmed on the film provided. It is unclear why the tip capture fitting moved distally after release of the suprarenal stents. It is cautioned in the IFU that the delivery system must be kept stationary while deploying the tip capture mechanism, without pulling back or pushing forward on the delivery system, as it may cause the entire graft to move or cause the tip capture mechanism to get caught on the proximal stent. It is unknown from the information provided if the delivery system was maintained stationary during release of the tip capture mechanism. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed that during tip capture release, the stent graft moved distally from its intended position. It was noted that the cause of the event might have been related to the guide wire being pushed too much when the tip capture was being released. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 46mm thoracic aortic aneurysm. It was reported that during the index procedure, that when the stent graft was being deployed, the tip was caught on the greater curvature aspect of the aorta, the stent was lowered then to facilitate deployment. A balloon was used to help withdraw the device while attempting to correct the position of the graft. Upon removal of the delivery system it was said the tip capture was caught and it was difficult to remove. As a result of the difficulties an additional stent graft was implanted in the proximal area. No cause was reported. No additional clinical sequalae were provided and the patient is fine.